Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6)/ patient weight not available from the site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The reported issue occurred on the confirmation of the non-navigated spin. The image acquisition system (ias) logs reveal an occurrence of a motion control error. This error generates a no successful 3d acquisition since the door was not completely closed. Then the logs described that the user changed the mode from 3d to 2d and also pressed the move door close button. After the move door close button was pressed, the door closed was confirmed. After this confirmation, a 3d acquisition was performed normally. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the radiologic technologist (rt) tried taking a 3d confirmation spin using the image acquisition system (ias), the normal beeps were heard but nothing happened. The rt then released the hand-switch and went to 2d mode then back to 3d mode, pushed the 3d button again and no beeps were heard but the spin was taken normally. There was no impact on patient outcome. There was no reported delay to the procedure due to this issue.